Event description:
Additional information was received that the device is still experiencing oversensing.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the continued pptwos.